Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. The physician concluded that the right atrial lead was failing to capture. Patient experienced symptoms of fatigue. The lead was explanted and replaced on (B)(6) 2019. Patient was stable before and after the procedure. Patient was discharged.